Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1 and 3.2 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a faulty controller board. A field service engineer (fse) replaced the drawer controller board to resolve the issue. Then the drawer was reassembled, the bus cable was connected, and the station was powered up. The customer then tested the drawer functions successfully. The system functioned as intended after the field service engineer repaired the device.